Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from their device. A remote monitoring transmission indicated a lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic) on the right ventricular (rv) lead. Oversensing with noise was also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.